Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a senior doctor was supervising a registrar while inserting a thal-quick chest tube set. The drain was introduced over a wire guide and it was discovered the wire was coiled up outside the thoracic cavity. As the doctor began to retract the wire back through the drain, it moved freely but then resistance was felt. The wire was observed to be uncoiled and frayed when removed from the patient. A second drain was used with no incident to complete the procedure successfully. An x-ray was taken to ensure no part of the wire had frayed off in the patient. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information received on (B)(6) 2019.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Product received on (B)(6) 2019. Investigation evaluation: a review of the complaint history, device history record, dimensional verification, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection were conducted during the investigation. The visual inspection of the complaint device showed biological matter present along the entire surface of the device. Visual examination noted a kink at the proximal end, likely from using force to withdraw the device. There is also mandril protrusion from the anchor solder, and elongated coils distal from the anchor solder. The proximal and distal welds, and anchor solder are intact. The safety wire appears to be caught in the distal weld and appears to have separated from the solder connection at the tapered mandril. The coil outer diameter was measured to be within specification additionally, a document-based investigation evaluation was performed for lot 9047644, showed no nonconformances. Related wire guide subassembly lot ic8945520 also showed no nonconformances. A software search revealed no other complaints under this lot number. Since there are no noted nonconformances or other complaints from this lot, nonconforming product is not suspected in house or in the field. Based on the information provided and the results of the investigation, a definitive cause could not be established. The customer could not be contacted for additional imaging or procedural information. It is possible that the wire guide was damaged upon introduction through the needle, which made withdrawal through the dilator difficult. However, this cannot be confirmed without the aforementioned information. A manufacturing cause of failure is not suspected since there were no nonconformances or other complaints under this lot. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.